Event description:
It was reported that the patient with this left ventricular (lv) experienced infection. A revision was performed and the device along with the right ventricular (rv) lead, the right atrial (ra) lead and this left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).